Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 13. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and abscess. No further patient complications were reported.